Event description:
Cannula on a flextra tracheostomy tube separated and migrated into the pts trachea. The physician was able to remove the tracheostomy tubes cannula by pulling on the pilot balloon line of the tube. No pt harm was reported.